Manufacturer narrative:
Continuation of medical devices: 553445 lead implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with dizziness. The right ventricular (rv) lead had an increase in ventricular capture threshold and impedance. It was also reported that potential loss of capture was observed on the electrogram. The lead remains in use. No patient complications have been reported as a result of this event.